Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a critical pump error and blank screen. The blood glucose level was 290 mg/dl. Customer stated that the insulin pump received a pump error alarm during self-test. Customer stated that critical pump error image was displayed on the screen. The product will return for the analysis.

Manufacturer narrative:
Device received with critical pump error and a broken force sensor was detected during seating or regular delivery error alarm due to moisture damage to force sensor. No blank display noted. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to critical pump error. Device received with corroded electronic assemblies and corroded motor home switch.